Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the graft was torn, ripped, shredded and not usable. No additional information available at this time.

Manufacturer narrative:
The device was manufactured on 3/29/1993 and has no repair history at zimmer surgical since july of 2011. Investigation revealed the comb was bent and damage to the cutter blades. There was also damage to the roller, side plates, carrier guide and latching pins. Prior to repair, the test mesh and calibration check were unable to be performed due to the bent comb. Both cutters did not produce acceptable test meshes and were returned to the customer as non-repairable. Repair of the device included replacement of the comb, carrier guide, bearings, latching pins, roller, roller gear, side plates, ball detents and cap screws. The reported event was confirmed and was most likely due to the damage to the comb and cutters, which was most likely due to improper handling by the user. The device was repaired and returned to the customer.